Event description:
The customer reported that the breakaway head section was missing the clevis pins causing the head section to not lock into place. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Breakaway head section.